Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: product ID a620; product type: 0216-software; product ID wr9200; product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). This morning, the patient started shaking all over because the therapy turned off. The patient thinks one of the nurses at the hospital unplugged the dock, so the patient was not able to use the wireless recharger (wr) to charge the ins battery. As a result, the ins battery discharged and caused therapy to turn off. The patient said they had been charging their implant since 6 o'clock this morning. However, the patient got the 'recharge your neurostimulator battery to restore therapy. Battery level is too low to provide therapy. Service code: 634' message in the dbs therapy app. Agent reviewed that the ins battery needs to be charged more before therapy can be turned back on. The patient began using the wr to charge the implant and it intermittently lost connection, but the patient was able to get the connection back after repositioning the wr. Agent advised the patient to continue charging the ins for at least a couple of hours before attempting to turn therapy on. The patient understood.